Manufacturer narrative:
Upon completion of the investigation it was noted that the stator was dislodged. Therefore the cam position/pressure could not be determined. Further investigation revealed that a crack and an imprint mark were found in the valve casing, and the cam mechanism was damaged. Although it is not possible to determine the exact root cause, it is likely that the device sustained some form of impact causing the cracked condition of the device. This however could not be confirmed. The lot history records were reviewed and they confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that after MRI, it was found that the device would not reprogram the pressure. It was also found that the cam was dislodged and the white marker dropped. As a result the device was revised.